Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states original tka performed on (B)(6) 2016. Revision surgery performed on (B)(6) 2018. Surgeon revised the original tka because the patient was complaining of pain associated with their total knee replacement. X-rays show noticeable shifting of tibial component. Upon exposure, the surgeon used a curved osteotome to separate the component from the tibia and remove the tibia. The surgeon noted that "this looks like the normal mechanism of failure for tibial loosening." The medial aspect of the cut surface of the proximal tibia appeared to be soft, which the surgeon again noted that "that is consistent with normal tibial loosening with component falling into varus." The surgeon then successfully revised the tibia only to attune revision components. The patient has retained a lawyer. The custody of the implants was given to the lawyer. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.